Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach and intestine during a procedure performed on (B)(6) 2022. During the procedure, after the physician deployed the band, it was found that the band was detached. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach and intestine; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of band was detached. Block h10: the returned speedband superview super 7 (handle assembly, ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached and the bands were not broken or damaged. The pulling loop (suture thread) was broken. The device was observed under magnification, and the handle slot did not show insertion marks of the trip wire. The ligator housing teeth and the suture hole were in good condition. The rupture of the pulling loop (suture thread) showed signs of tension tear. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands damaged/defective was not confirmed. Upon analysis, it was found that the bands were not broken or damaged. Based on the condition of the returned device, broken suture thread, it could have been generated due to manipulation or the technique used at the time to interact with the device in conjunction with an excess of force due to strong tension. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach and intestine; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach and intestine during a procedure performed on (B)(6), 2022 during the procedure, after the physician deployed the band, it was found that the band was detached. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach and intestine; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.